Event description:
The following journal article from 2003 was reviewed: article citation: teutelink arno, van der laan maarten j., milner ross, and blankensteijn, jan d., (2003). Fabric tears as a new cause of type iii endoleaks with ancure endograft. Journal of vascular surgery. This article presents two case studies of which both pts exhibited type iii endoleaks. The first case occurred 36 months post implant, and was due to fabric erosion caused by placement of a stent after endovascular repair. The second case study occurred 30 months and arose spontaneously. Case study 1: following a successful implant, a type I endoleak was noted originating from the proximal attachment system. The pt, a male, refused intervention. Three months later the endoleak resolved on its own. At 36 months post implant, a CT angiogram identified a large endoleak with increase sac size. A proximal type I endoleak was suspected however, a subsequent intra-arterial angiogram did not reveal the exact origin of the leak. A decision was made to place a stent in the proximal attachment to achieve better apposition. During this procedure, the exact source of the endoleak was identified; it appeared to be a tear in the graft material, just above the graft bifurcation. The pt was scheduled for a second intervention where a competitor's bifurcated graft was implanted inside the ancure graft which resolved the issue. Study 2: this male underwent implant of an ancure endograft. Difficulties were encountered during implant which was described as failure of the balloon to deflate after dilatation of the proximal attachment system resulting in graft migration. The proximal attachment system was 10 mm below the lowest renal artery, which resulted in obstruction of the right internal iliac artery. Because of another device-related problem, 360 degrees rotation in the right limb could not be corrected. A wallstent was placed to correct rotation-dependent pseudostenosis. To preserve the left internal iliac artery, the left distal attachment system was pushed upward during deployment. Postoperative cta showed large type I endoleak. At six weeks post implant, the endoleak appeared to have resolved on it own however, claudication of the left side had developed. At five months postimplant, a second wallstent was placed due to stenosis of the left limb. Thirty months post implant, a large endoleak was detected which had contributed to an increase in the sac size. Open repair was performed, during which a fresh thrombus was seen in the aneurysm sac. After further preparation of the limbs, the puncture in the fabric of the endograft was clearly visible as a small pulsatile jet of blood from the right limb, just distal to the bifurcation. Postoperatively, erosion in the fabric of the graft was seen.

Manufacturer narrative:
Dr was contacted but was unable to provide the model/serial number of the grafts. We are filing an MDR at this time since we cannot confirm these events have been previously reported.